Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was "not infusing". This occurred during patient infusion of sodium chloride 3% bolus in the cardiovascular intensive care unit (cvicu). The device was programmed to infuse 250ml at 999ml/hr. The issue was further described as, "not flowing for first 2-3 min of bolus. After 2-3 min of no flow, pump does start to have flow but is not at correct rate (too slow for bolus)". Further review of the logs showed the pump ran for 1min 10secs and user stopped the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: date received by MFR ¿ the initial aware date was 02/11/2025 (previously reported 02/19/2025). Additional information: h, h11. H11: a review of the event history log does not show any recorded events for the event date provided but there is an event for the following day for a sodium chloride 3% bolus. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.